Event description:
A device report from synthes indicated a device report from a hospital in (B)(6) reported: the screw of the mis fracture clamp jammed. The patient underwent surgery again, since the jaw had loosened. No dates were provided for the initial procedure or the secondary procedure. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Medical record number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The product was received and the investigation is ongoing. A device history records review has been requested.

Manufacturer narrative:
Device is used for treatment, not diagnosis manufacturing documents were reviewed and no complaint related issues were found. The complained article was send to our product manager and to our manufacturer. On the visual checking we found that the threaded nut of the fracture clamp was not screwed in the correct angle and therefore it jammed. This could happen at the procedure of installation or removal of the construct. The exact cause of this damage - loosening of locking cap - is not known. No product fault could be detected. The values correspond with the ao / asif specifications. No product fault could be detected. Placeholder.